Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 360 mg/dl; suspected cause was due to the pump emitting unusually loud and mechanical sounds from the motor, continuously and not only during reservoir loading or insulin delivery. The customer blood glucose did not decrease despite administering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the following day, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.